Event description:
Patients were scheduled for right acl reconstruction surgery. During both procedures, while the orthopedic surgeon was using dyonics reprocessed notchblasters, he noted the burrs to be dull while in use. The devices did work, but the surgeon felt the devices were not as effective as compared to new or unused arthroscopic burrs. Of note, these were two separate procedures for two separate patients. Both devices are from the same lot number and both have been retained for evaluation purposes. There was no injury to the patients; however extra surgical time was necessary to ensure each notchblaster completed the task they were used for.====================== health professional's impression======================they appeared to be dull====================== manufacturer response for dyonics notchblaster (peach) 5.5mm, dyonics notchblaster======================continuing to work through issues with manufacturer representative.